Event description:
It was reported that when using the bd pyxis medstation system, drawer 5 was not detected on the communication bus, which hindered users from accessing medications for a patient. The customer stated that they went to another unit/pharmacy to access the required medication, which led to a delay in dispensing medications to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 5 was not detected on the communication bus due to no lights. A field service engineer replaced the boards and reconfigured the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.